Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead was extrinsically bent and the distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented that the helix could not be retracted due to the helix being bent. (B)(4).

Event description:
It was reported that during the implant procedure, it was noted that the helix of the lead had previously extended; when the physician attempted to retract it, the helix would not retract. A different lead was implanted. No patient complications have been reported as a result of this event.